Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 08/18/2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Lot h15364 expired 14-jun-2016 prior to assignment of this investigation. From a previous incident, 40 retain cartridges were tested in whole blood and I-stat control level 2. Customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient presented due to an auto accident. There was no patient information available at the time of this report. Patient and was discharged from ER on (B)(6) 2016 at 2253. Return product is not available for investigation. Method:I-stat, na:122, k:3.3, bun:6, crea: 7.7. Lab, 144, 4.0, 9, 0.6. Test date and sample time information was unavailable. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).